Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 398 mg/dl and an insulin injection was administered to address the bg level. The customer changed the infusion set 3 times. As the customer was traveling and had no further supplies, insulin injections were used to manage diabetes.